Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that the pump was removed 3 months after being inserted because of an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.